Event description:
Within a week of having the essure implants placed, I started getting hives all over my body that never seemed to go away, vaginal bleeding started directly after the procedure as well and did not stop until 5 months later. The hives got so bad my lips and eyes swelled shut and I started having shortness of breath, I had to be rushed to the hospital and get shots of benadryl and steroids. Apparently I am allergic to the nickel in the coils, my doctor never informed me the coils had a small amount of nickel in them. I have constant pain im my lower abdomen, and still get hives daily. I am waiting to get the date to have my coils, uterus and cervix removed, as a direct result from having the essure implanted.